Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and nurse's call connector was pushed up. The device's power management and interface board were needs to be replaced to address the issue. The device was returned unrepaired per customer request.